Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. Updates to sections h4 and h6. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined determined the likely cause of the reported problem was failure of the dp board due to deterioration associated with the age of the device.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated for the reported problem. The reported problem was confirmed and the cause isolated to a faulty dp board. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
Olympus was informed of a report of blue distortion on the border of the monitor image, produced by the olympus cv-190. As reported to olympus, there was no patient involvement associated with the event.